Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device performed only one analysis and did not analyze again during fifteen rounds of cardiopulmonary resuscitation (CPR). As a result, defibrillation therapy may have not been available, if needed. There were no reported adverse effects to the patient as a result of this event.

Event description:
A customer contacted stryker to report that their device performed only one analysis and did not analyze again during fifteen rounds of cardiopulmonary resuscitation (CPR). As a result, defibrillation therapy may have not been available, if needed. There were no reported adverse effects to the patient as a result of this event.

Manufacturer narrative:
The electronic patient record was reviewed and it was confirmed that the device worked per specification. Section f10 & h6, health impact code and h11, additional mfg narrative have been updated. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.